Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include recurrence of incontinence, painful physical activity, foul odor, chronic pain, bladder spasms and painful sexual intercourse.